Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A visual examination of the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon could find no issue with the balloon or blades that could have potentially contributed to the complaint incident. A visual and microscopic examination of the markerbands found no issue with the profile of the device¿s markerbands which could have contributed to the complaint incident. An examination of the device identified traces of blood within the shaft which is evidence of a device leak. An attempt to pass a 0.014inch wire through the tip and wire lumen identified a restriction just proximal to the proximal balloon sleeve. A microscopic examination of the extrusion shaft identified that the inner shaft was flattened just proximal to the proximal balloon sleeve and this resulted in the restriction with the movement of the guidewire. Further microscopic examinations of the distal extrusion found that the inner was flattened at 11.2cm distal to the port site. Functional testing was done. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from the tip of the device. This type of leak is consistent with a breach / pinhole having occurred in the inner lumen. As a result, when positive pressure was applied liquid leaked out through the breach in the inner and out through the tip. In order to try and identify the location of the leak the outer lumen was then removed, using a blade. A detailed microscopic examination of the inner identified a scratch measuring approximately 1mm and a pinhole at the site of the scratch. This leak and damage was located at 11.2cm distal to the port (where the inner was initially identified as having been flattened). It is most likely that a guidewire scratched the inner and caused a pinhole due to the inner being flattened. No other issues were identified with the shaft of the device. A visual and tactile examination identified several kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2018. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic vein. A 4.00mmx1.5cmx140cmsmall peripheral cutting balloon¿ was selected for use. During procedure, when first dilatation was performed at 6 atm, the balloon ruptured. Procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a leak and damage located at 11.2cm distal to the port.